Event description:
It was reported that a pericardial effusion and thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. The physician performed the transseptal cross with the transseptal sheath and then they exchanged for a safari wire. This was put into the left atrium and then the physician exchanged this and inserted the was into the left atrium. While the physician was attempting to aspirate blood through, they could not aspirate any blood return. However, the physician then tried to back the sheath out a little bit and was able to aspirate some blood. While they were inserting the pigtail catheter into the was the echo physician felt that they were barely across into the left atrium. So, the physician advanced the was further into the left atrium and during this time it was noticed on fluoroscopy that the was starting to buckle proximal to the marker bands. The physician felt some resistance and stopped advancing the was. They then went ahead and advanced the pigtail into the left atrium. At this time, the echo physician noticed that there was a pericardial effusion that had developed on the posterior wall of the left atrium and then slightly around the right ventricle. The patients blood pressure then started to drop and the patient required basic pressor support to maintain hemodynamics. The pericardial effusion was monitored. Once the patients blood pressure stabilized the procedure was continued. Initially a 21mm watchman laa closure device was placed however, it did not meet release criteria and it was removed. Next a 24mm watchman laa closure device was used and it was successfully implanted in the laa of the patient. During this time the effusion and hemodynamics were continuously monitored. The pericardial effusion did grow larger during the deployment and implantation of the closure device. All the equipment was removed from the left atrium and the patient was reversed with protamine. There was some thrombus formation noted in the pericardial space in the posterior wall. The physician decided to admit the patient to the intensive care unit. The patient was sedated and kept on the ventilator overnight. The next morning the patient was extubated and their hemodynamics were stable. The pericardial effusion was unchanged and the patient was awake and oriented. The patients condition was stable and they were doing well following these events. The patient has since been discharged home.